Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, this device would likely not have sufficient power to deliver effective defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control advised the customer that they should retire the device from service as there are no repair options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.